Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a missing additive in the tube and a red cell ring issue. The following information was provided by the initial reporter. The customer stated: "we have problems with fibrin in the tube gels." Post clinical investigation, red cell ring was an added event.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a missing additive in the tube and a red cell ring issue. The following information was provided by the initial reporter. The customer stated: "we have problems with fibrin in the tube gels." Post clinical investigation, red cell ring was an added event.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photos for investigation. The photos were reviewed and red cell hang up was observed; fibrin and red cell ring was not observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.